Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that during the therapeutic egd procedure on a patient, the tip of the radiopaque marker from the cre catheter detached inside the patient. The physician removed the tip without complications and was able to complete procedure with the dilatation balloon. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.